Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the lvad system produced elevated pump power and estimated flow values. On (B)(6) 2017, the patient was placed on heparin drip; however, the lactate dehydrogenase (ldh) remained elevated at 1426 u/l. On (B)(6) 2017, it was reported that the patient¿s ldh continued to rise, and that the pump power and estimated flow remained elevated. The patient also experienced elevated liver enzymes, and was being treated with dobutamine. An echocardiogram revealed that the aortic valve was closed with each cardiac cycle. The patient was observed with close monitoring of the ldh and lvad parameters. Additional information was requested, but was not provided.

Manufacturer narrative:
The patient remained ongoing on vad-61466 at the time of the reported event. The patient ultimately expired on (B)(6) 2017 after care was withdrawn following a stroke (reported under medwatch MFR report # 2916596-2017-00760). The pump was not returned for evaluation. The report of elevations in pump power and estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the elevated parameters could not be conclusively determined. Moreover, a direct correlation between the device and the reported elevated ldh levels could not be determined through this evaluation. The log file captured elevated pump power and estimated flow values on (B)(6) 2017 between 9:28am and 1:47pm. Pump parameters subsequently decreased to baseline ranges with some scattered moderate elevations in pump power and estimated flow values over 7 watts and 9 lpm while the pump was operating at 9000 rpm. No atypical alarms or interruptions in pump function were captured throughout the log file while the pump was connected to power. In response to the elevated parameters and ldh levels, the patient was reportedly placed on a heparin drip with an increased ptt goal. On (B)(6) 2017, it was reported that the patient¿s ldh continued to rise with elevated pump power/flow values. The patient reportedly remained on heparin and coumadin and was also taking dobutamine. Information provided on (B)(6) 2017 indicated that the patient was still admitted at that time and the plan was to have the patient continue on the heparin drip until their inr was greater than 2 and continue full dose aspirin with an inr goal of 2.5. It was noted that their ldh was 963 u/l the day prior and was 535 u/l on (B)(6) 2017. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a transthoracic echocardiogram (tte) and transesophageal echocardiography (tee) were performed, the results were not provided. A subsets of lactate dehydrogenase (ldh) isoenzymes obtained on (B)(6) 2017 found that the patient¿s ldh1s were the most elevated at 897. Due to the treatment with heparin, the patient¿s ptt goal was increased from 70 to 90. On (B)(6) 2017, it was reported that the patient was still admitted. The patient¿s ldh on (B)(6) 2017 was 963 u/l and on (B)(6) 2017 was 535 u/l. The plan was to continue the heparin drip until the patient¿s inr was greater than 2. The patient was to be on full dose aspirin with a goal inr of 2.5.